Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the trocar seal was split when it was taken out of the kit. A new trocar had to be opened to perform the case. There was no consequence to the patient.